Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refz1120 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by rn," when placing the midline on (B)(6) 2022 the safety mechanism on the bard midline failed to stay in place properly. Usually once you thread the guidewire and then slide the catheter over top, as you are pulling the needle out it catches on a safety mechanism to enclose the sharp. Instead this time as I pulled the needle out the safety mechanism slid off the end of the needle and over the guidewire, falling onto the bed, leaving the needle exposed. "

Event description:
It was reported by rn," when placing the midline on (B)(6) 2022 the safety mechanism on the bard midline failed to stay in place properly. Usually once you thread the guidewire and then slide the catheter over top, as you are pulling the needle out it catches on a safety mechanism to enclose the sharp. Instead this time as I pulled the needle out the safety mechanism slid off the end of the needle and over the guidewire, falling onto the bed, leaving the needle exposed. "

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure was confirmed; however, the root cause was not identified. The product returned for evaluation was one 18ga x 10cm powerglide pro midline catheter assembly. Usage residues were observed throughout the sample. The catheter had been advanced and was not returned for evaluation. The safety mechanism was fully detached from the needle shaft and was received loose. The safety cannister was full of blood product residues. Microscopic inspection of the guidewire revealed a coil misalignment near the weld tip. The wire was intact. Inspection of the needle shaft revealed a region of increased luster at the flash notch. Following disassembly of the safety cannister, inspection of the binding clip revealed it to appear well formed. The red plastic retaining ring was fracture and was out of place. Inspection of the fracture revealed a granular fracture surface. The damaged plastic ring appeared to have contributed to the binding clip failing to cause the safety cannister to remain over the needle tip; however, it could not be determined if the ring was damaged during device use or during device assembly. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.